Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a gradual decline in glucose over several hours, reaching a low of 67, after which automated dosing stopped and the patient self-treated with oral glucose, returning to a normal range; the cause of the low was unclear. Symptoms included hypoglycemia. Outcomes included the need for medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.